Event description:
Health care professional (hcp) reports pt complained of chills one/half hour into treatment. Pt was afebrile at that time (temp 97.6 f). Pt was removed from dialysis machine (non baxter machine) and continued treatment with a new baxter dialyzer of same lot and new blood lines (non baxter products.) Pt continued to complain of chills throughout remainder of treatment. Pt treatment was ended and temp was 99.6f. Pt was sent to emergency rm and was admitted where she expired that evening. The target fluid removal during the pt treatment was 2.5 pounds with the average tmp was 44-53 during the 3 1/2 hour treatment. The dialyzer had been reprocessed and used on this pt nine times prior to the reported reaction.